Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse instructed the customer to tighten the peek tube fitting to correct the leak. No further action was required by field service. The most probable cause of the reported event was due to loosening of the peek fitting.

Event description:
On (B)(6) 2016, the customer reported zero pressure and a leak in the peek tubing connection with their g8 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.